Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was reading '0.00' even with flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the flow sensor. The issue occurred again so he replaced the flow module as well. The unit operated to the manufacturer's specifications. The flow module that was replaced was part number 802018, serial number (B)(4), UDI (B)(4).

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to operate as intended. The flow sensor was release tested and passed and inspected for shorts in the cable and none were observed. The flow sensor operated as expected. Per data log analysis, on (B)(6) 2022 a perfusion screen was opened at 07:06:08 am. The flow sensor was coupled to tube with fluid at 07:12:37 am. The perfusion screen was exited at 04:55:48 pm. It is possible the flow sensor became uncoupled to the tube but that does not get logged (only coupling is logged). Cannot confirm the complaint from the log files. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.